Event description:
The customer reported that while transporting a pt on battery power from the cath lab to coronary care unit, the unit shut down. The unit was plugged into an electrical outlet until the pt could be switched to another unit. The pt was switched to another unit and therapy was continued. No pt injury was reported.